Manufacturer narrative:
A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. After cleaning the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x- ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that right atrial (ra) lead exhibited no capture and no sensing when the patient was checked prior to MRI scan. Chest x-ray appeared to show lead dislodgment. The lead was explanted and replaced. The patient is in stable condition.